Event description:
Customer reported via phone, he was experiencing high blood glucose was 18.0 mmol/l, corrected and now it was 33.0 mmol/l. Customer stated he connected to the set in the morning and has been high ever since then. Customer was advised to do a complete set change and blood was noted on the cannula. High pressure test was not performed as customer didn't have tubing clamp. Customer was advised to monitor blood glucose and will call back if issues persisted. The device is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.